Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective main pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined. However the customer troubleshoots the device found unit giving post dac or adc (power on self-test digital to analog converter or analog to digital converter) error alarm. The customer cleaned the exp valve body, flow sensor, diaphragm and fixed again but the problem was not solved. Checked tubing for any kink but everything was intact. The power supply and internal battery voltages was okay. Performed transducer test and found all tests passed successfully but still the problem was not solved. The main pcb (printed circuit board) needs to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator giving immediately post dac or adc (power on self-test digital to analog converter or analog to digital converter) error alarm. The customer confirmed that there is no patient involvement associated with this reported event.